Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing that resulted in several episodes of pacing inhibition for greater than 2 seconds and inappropriate shock therapy. The patient was noted to be pacemaker dependent. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise appeared to be electromagnetic interference (emi) and discussed the potential that the patient may have had a procedure at the time of the noise. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was confirmed to have undergone a procedure the date and time of the reported clinical observations.